Manufacturer narrative:
Corrected data: section d5: corrected to health professional. Section e3: occupation corrected. Section h5: corrected. Section h6: health effect - impact code corrected. Section h8: corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The console was being set up as a backup system. It was being primed when the issue occurred. No equipment was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated following the reported event of a s1 alarm; however, it was determined that the motor was unrelated to the cause of the issue. The reported event could not be correlated to an issue with the centrimag motor. The serial number of the centrimag motor was not reported with the event. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when attempting to start up the centrimag console, an s1: power on self-test fail alarm occurred. There was no patient involved. The console was swapped for a new console which resolved the issue. It was noted that the console needed a new backup battery. Upon replacement, charging and running a battery test the console was working fine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.